Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was due to ineffective therapy. The physician chose to replace the system. The patient was reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8120-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that during the patient's revision, it was found out that the lead was fractured. According to the physician, the lead was fractured prior to the revision. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.